Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The hcp reported that the patient didn't charge his controller and it was dead, so they were unable to use it currently to access MRI mode. Additional information was received from the patient. The patient reported that the circumstances that led to the controller being dead was that he went to put it in MRI mode and it wouldn't find the device; either it was too dead or poor signal. The patient also reported that it didn't hold a charge. The patient reported that he was having the device removed. No further complications were reported.